Manufacturer narrative:
The ri robotic drill, rob10013, (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill failed kpc testing and produced a drill critical error while the bur gradually slowed before stopping altogether. A case produced a system timeout/drill deactivated error. The console led constantly blinked. Disassembly revealed liquid & buildup inside the drill as well as a break in the insulation of the white wire of the drill motor. The formed housing o-ring appeared flattened. The portescap/oscilloscope test produced a fatal error timeout. The most likely cause of the errors is liquid ingress into the drill due to a worn out o-ring, causing exposure motor failure. Another factor that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual (1000010630 rev b) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. .

Manufacturer narrative:
H3, h6: the ri robotic drill, rob10013, (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill failed kpc testing and produced a drill critical error while the bur gradually slowed before stopping altogether. A case produced a system timeout/drill deactivated error. The console led constantly blinked. Disassembly revealed liquid & buildup inside the drill as well as a break in the insulation of the white wire of the drill motor. The formed housing o-ring appeared flattened. The portescap/oscilloscope test produced a fatal error timeout. The most likely cause of the errors is liquid ingress into the drill due to a worn out o-ring, causing exposure motor failure. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (1000010630 rev b) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Event description:
It was reported that during a cori-assisted tka, when trying to begin burring with the real intelligence robotic drill the distal femur, a disconnect error occurred and the light above the drill on the console began blinking. The cori console was restarted but was unable to get past the unlock burr screen in calibration when entering back into the case. Surgery was performed after a non-significant delay, swapping over to manual procedure. No patient complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4).